Event description:
The customer's mother called to report that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 667 mg/dl. Prior to the hospitalization, the customer felt nauseous, was vomiting and had ketones. Troubleshooting was performed, and found no alarms. The mother was unable to see the screen very well due to a line that was running through the middle of it. Unable to continue troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.